Event description:
A user facility reported a saline bag back filled ,which was noticed post-treatment. There was no effect on the patient. The drain hose was standard length and the drain height was about 1.5 feet. There were no obstructions in the drain line. The user facility technician resolved the issue by replacing the cap on the air separator and the machine is back in service. The air separator cap has been discarded.

Manufacturer narrative:
The reported issue of "filling of saline bag: was addressed by CAPA tech replaced the air separator to resolve the reported issue. The product is not available for investigation since the part was discarded. The pt completed the treatment and there was no injury. Device history record review was conducted and conformed that there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.